Manufacturer narrative:
It was reported that the ventilator failed during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and both nozzle units were replaced and returned for investigation. Simulated test use of the returned nozzle units in a ventilator passed the pre-use check. During the gas module test system, it was noticed that there was spike in the breathing curve. This failure was caused by a sticky membrane on both nozzle units inside the air gas module. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The cause for the membrane stickiness was an early wear.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).